Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required. E1 reporting information: (B)(6). A philips field service engineer (fse) went to the customer's site. The fse evaluated the device and identified the speaker malfunctioned, the device did not have sound. The fse recommended replacing the speaker assembly. The biomed advised they would call back to schedule part replacement. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported the intellivue mx450 patient monitor has a speaker malfunction, there is no alarm sound. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer's site and replaced the loudspeaker assembly. The fse performed full functionality testing, the unit passed testing and is ready for use. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker.